Event description:
It was reported that the lead had high impedances. The lead is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the lead had high impedances. The lead is still in use. It was further reported that the lead exhibited oversensing and additional high impedances. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that impedances on the rv pace lead are greater than 4000 ohms throughout the record which spans the timeframe between (B)(4), 2009 and (B)(4), 2010. There is also an rv lead impedance patient alert recorded on (B)(4), 2008 at greater than 2500 ohms suggesting high impedances may have started earlier than 2009.